Event description:
It was further reported that the generator had been returned.

Event description:
It was reported the device is missing segments or the segments are scrambled in the display and the device won't shut off once it is turned on. The battery was removed then reinserted and the device was turned on with the same results. The device is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device is missing segments or the segments are scrambled in the display and the device won't shut off once it is turned on. The battery was removed then reinserted and the device was turned on with the same results. The device is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The customer comment was not confirmed that the display was missing segments. The customer comment that the keyboard was out of specification was confirmed, as the off button was collapsed. The upper and lower cases were broken and contaminated, and the battery release was contaminated as well. Both bail covers were missing, the ring cover was broken and contaminated, two case screws were missing, the battery contacts were compressed, both bails were missing, the ring was bent, the battery drawer was broken, the battery drawer o-ring was missing and the battery flex was corroded. (B)(6). (B)(4).